Manufacturer narrative:
Updated fields b4 d9 device available for evaluation and date return to manufacture g3 g6 h2 h3 h4 h6 type of investigation findings investigation conclusions h11 corrected field g2 h5 h6 medical device problem code the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath two kinks were observed on the catheter tubing approximately 561cm and 762cm from iab tip an underwater leak test of the balloon catheter y fitting and extracorporeal tubing was performed and no leaks were detected a sensor output test was performed and the sensor was found to be within specification the technician attempted to aspirate the inner lumen and was able to do so without difficulty the technician attempted to flush the inner lumen and was unable to do so without difficulty the reported events cannot be confirmed by the evaluation a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported through a direct call from the customer to the emergency support program that intra-aortic balloon (iab) had issues with the arterial waveform and inability to flush or aspirate. There was no patient harm or injury was reported.